Manufacturer narrative:
Device evaluation of battery sn 86449628 has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pack tri-cells being mis-matched. As received, the battery was unable to power on a monitor or charge. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Not applicable

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open blisters in the middle of the back. The patient¿s nursing staff applied duoderm and aquacell dressings to the wound. Follow up indicated that the wound improved.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open blisters in the middle of the back. The patient¿s nursing staff applied duoderm and aquacell dressings to the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.